Event description:
The patient reported that they used the suspect device to check their blood glucose and obtained a result of 66 mg/dl at 6:43 am. They administered 4.5 units of humalog through their insulin pump and ate breakfast. They were driving to work around 7:30 and had a car accident. They had lost consiousness and emergency medical technicans checked patient's glucose at 43 mg/dl. They were treated at the scene with glucose. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.